Event description:
It was reported that three hours after a circuit was changed, blood started to drip slowly out of the vent port of the device. The device was changed out. Minimal blood loss. No reported patient effect. (B)(4). MFR ref# 8010762-2015-00057.